Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. The stenosed target lesion was located in the femoral artery. A 035/260/1 amplatz super stiff guidewire was selected for use. However, when the physician opened and prepared the device, it was noticed that the tip of the guidewire detached. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the product was returned to boston scientific for analysis. Visual and microscopic inspection revealed the returned coiled guidewire was unraveled and stretched and the core wire is kinked at distal tip section. No more visual damages were found in the device. Moreover, the coating was inspected and no issues or damages were observed.

Event description:
It was reported that tip detachment occurred. The stenosed target lesion was located in the femoral artery. A 035/260/1 amplatz super stiff guidewire was selected for use. However, when the physician opened and prepared the device, it was noticed that the tip of the guidewire detached. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.